Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported approximately 148 months after the implantation, that high lead impedance was detected. The lead remains in the patient inactive.